Manufacturer narrative:
New information: mentor received additional information indicating that the baker grade level associated with the reported capsular contracture was ii (baker grade ii). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 55 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation on the right breast implant. The patient also experienced capsular contracture. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 625cc saline implants, catalog # 3501695, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 3.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 575cc saline breast implant, catalog # 3501690, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 575cc and experienced deflation on the right breast implant. The patient also experienced capsular contracture. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 625cc saline implants, catalog # 3501695, s/ns (B)(4) on (B)(6) 2018.